Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchovideoscope displayed a black screen. The issue occurred, during preparation for use of a diagnostic bronchoscopy procedure. The procedure was completed using a similar device. There was no delay. Patient was not under anesthesia. And there were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely the following led to the malfunction: while the user was handling the device, the bending section cover leaked, which led to water invasion of the device. The water invasion may have then caused abnormality of electronic parts. As a result, the suggested event occurred. However, the root cause was not definitely established. The event can be detected and prevented by following the instructions for use: "important information ¿ please read before use warnings and cautions: caution ·do not touch the electrical contacts inside the electrical connector. Ccd damage may result. ·turn the video system center cv-150 off before connecting or disconnecting the videoscope cable from the electrical connector on the endoscope. Turn the video system center cv-150 on or off only when the videoscope cable is connected to both the video system center cv-150 and the electrical connector on the endoscope. Failure to do so can result in equipment damage, including destruction of the ccd. 3.6 inspection of the endoscopic system inspection of the endoscopic image 4. While observing the palm of your hand, confirm that the endoscopic image is free from noise, blur, fog or other irregularities. 5. Angulate the endoscope and confirm that the endoscopic image does not momentarily disappear or displays any other irregularities. Chapter 5 troubleshooting if the endoscope is visibly damaged, does not function as expected or is found to have irregularities during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope. Contact olympus. Some problems that appear to be malfunctions may be correctable by referring to section 5.1, 'troubleshooting guide' on page 55. If the problem cannot be resolved by the described remedial action, stop using the endoscope and send it to olympus for repair. If any abnormality in the function of the endoscope and/or endoscopic image is suspected during use, stop the examination immediately and carefully withdraw the endoscope from the patient as described in section 5.2, 'withdrawal of the endoscope with an abnormality' on page 58." Olympus will continue to monitor field performance for this device.